Event description:
Nail 99-60003266 was opened. The nail was tested on the back table and did not work. Another nail was immediately available to finalize surgery. The event lead to a 1- hour delay of the surgery. Manufacturer reference number (B)(4). Distributor reference (B)(4).

Manufacturer narrative:
The device involved in this event has been shipped to the manufacturer. The investigation is ongoing. Once the investigation is completed a follow up report will be submitted.

Event description:
Nail 99-60003266 was opened. The nail was tested on the back table and did not work. Another nail was immediately available to finalize surgery. The event lead to a 1- hour delay of the surgery. Manufacturer reference numbmer (B)(4), distributor reference (B)(4).

Manufacturer narrative:
Technical analysis product was returned for investigation, visual inspection did not show any specific anomalies or surface defects, apart from minor marks likely caused by the implantation procedure. Although the bipolar connector was returned intact, it exhibited severe damage at multiple points. Based on the review it cannot be excluded that this occurred during the implantation or explantation of the nail. Additionally, no lengthening was observed. During the functional check resistance, current absorption, current absorption under load and lengthening speed under load were measured and no anomalies were detected. Conclusion the functional analysis confirmed that the nail was fully compliant with specifications, as confirmed by the evaluation of resistance and current absorption with the bipolar connector. Analysis of manufacturing records confirmed that the noticed device was released as conforming according to specifications. Based on all facts mentioned above, a reduction in motor performance can be ruled out. Thus, no intrinsic device failure occurred. It is not possible to determine whether any external factors may have contributed to the device's operation under unexpected conditions.